Manufacturer narrative:
(B)(4). Date sent: 07/19/2019 additional information requested, and received: the patient had an egd done and a scope was done with another doctor and the patient is coming in on (B)(6) for a follow-up. On (B)(6) an upper gi was done and there was no delay with liquid barium. The patient came in on (B)(6) and was experiencing a little dysphagia. The patient was referred to gastroenterologist, dr. (B)(6) on (B)(6) . There was a lot of time from (B)(6) to (B)(6). She did not know if that was patient time or doctor time for the dilation to take place. The patient had been biopsied twice from two different sites on the esophagus with the last site being the distal esophagus. It is not confirmed that the patient has barrett¿s. The patient is due to return on (B)(6) to dr. (B)(6) office for a follow-up appointment. The patient¿s receive a lot or information regarding this procedure and chewing food, etc. Information was provided by (B)(6) and (B)(6) at dr. (B)(6) office.

Manufacturer narrative:
(B)(4). Date sent: 12/04/2019. Additional information received: the patient had a scope on (B)(6), 2019 where a dilation and random biopsies of affected tissue was done with another doctor. Per the pathology report for the (B)(6), 2019 biopsy ¿ compatible with barrett¿s. The surgeon feels that the barrett¿s was before the placement of the linx and not after. (B)(6) random biopsy showed nothing but the june one did, but these are random biopsies. The patient was seen in the office on (B)(6). Based on the follow-up appointment there is no evidence of acid reflux or any other symptoms. The swallowing was improved, and the recommendation was for the patient to have an egd in 2-years. Since the follow-up visit in july the patient has not contacted them with any issues.

Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Obtain medical records. Confirm that the patient did not have barrettes prior to implant of the linx. What are the next steps for this patient? Is there a plan to remove the device? What is the product code and lot number of the linx device?

Event description:
It was reported that the linx implant on (B)(6) 2018, due to the results of a bravo chip test, which monitors the amount of acid reflux over a 48 hour period. The caller's test results were between 54 and 100 with the norm being 14. The caller was also experiencing acid in the esophagus, food getting stuck in the esophagus, swallowing and chest pains. After the initial healing process of the implant, the caller started experiencing issues with food getting stuck in the esophagus, swallowing and chest pains. The first major incident was on (B)(6) 2018. The caller returned to his doctor and the doctor indicated the healing process takes time. The caller continued to experience daily issues of swallowing and food getting stuck in the esophagus. In (B)(6) 2018, the caller experienced a major incident, with a small amount of turkey getting stuck in the esophagus. The caller experienced chest pains, coughing and runny nose. The caller was able to recover from the incident and continued to have small incidents of swallowing and food getting stuck in the esophagus. In (B)(6) 2019, the caller returned to the doctor for an annual checkup, scope of the esophagus found inflammation from food getting stuck in the esophagus. A barium test was performed, the pill initially got stuck in the esophagus, the caller swallowed more barium and the pill went through. The doctor decided to have the patient's esophagus and linx stretched. An angioplasty was performed on (B)(6) 2019, stretched the linx implant and esophagus. A second biopsy was performed in june and showed positive for barrett¿s esophagus syndrome. Caller is continuing to have small issues with swallowing and food getting stuck in esophagus. Patient chose to go with implant to prevent barrett¿s and now there is a possibility of having barrett¿s with the implant.